Manufacturer narrative:
Physio-control evaluated the device and verified the reported device issue. Physio replaced the therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy cable assembly was further evaluated in the failure analysis center. It was observed that the apex and sternum wires inside the cable were broken and making an intermittent connection. The broken wires were located within the connector strain relief.

Event description:
The customer reported that during a patient event, their device stopped having the ability to recognize a patient. The customer was called to a patient who was reportedly not breathing. Upon arrival, the patient was connected to the customer's device with the defibrillation electrodes for monitoring purposes. The therapy cable assembly was then disconnected from the device while moving the patent into a stretcher. When the therapy cable was reconnected, the device failed to recognize the patient connection and prompted that the left defibrillation electrode was not connected. A new set of defibrillation electrodes were placed on the patient, the therapy cable assembly was removed and reinserted, and the device was powered off and back on and the device still would not recognize the patient connection. A 4-lead ECG cable was placed on the patient and the ems was able to capture the patient's ECG rhythm and monitor the patient throughout the duration of the call. The customer stated that the patient was asystole throughout the event and there was no attempt to defibrillate the patient due to their condition. The customer stated that the reported device failure did not affect the outcome of the patient. The patient did not survive.